Event description:
It was reported that pump displayed continuous glucose monitoring error 42 while customer was using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, and successfully started sensor session, and no further cgm errors occurred after reset.